Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to boot due to database error. A field service engineer reimaged the hard drive and configured the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing user log in to station in the operating room. Customer tried to reboot the station but the screen went to frozen state. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing user log in to station in the operating room. Customer tried to reboot the station but the screen went to frozen state. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, b11,b14, d1, d5, d3, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to boot due to database error. The field service engineer reimaged the hard drive and configured it to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.